Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, the needle was detached to the thread. A new suture was used to complete the procedure. No patient involvement.